Event description:
The facility reported an infusion pump with a failure code 812:02 on channel a. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of a failure code 812:02 on channel a was confirmed.